Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The unit passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 65 mg/dl at the time of incident. The insulin pump will be returned for analysis.